Event description:
Caller states that a neonate patient received the following results on an inform meter, compared to a lab result: 1. 60 mg/dl (inform system 1) and 44 mg/dl (lab) - within 1 minute 2. 34 mg/dl (inform system 1), 31 mg/dl (inform system 2) and 22 mg/dl (lab) - within 2 minutes no actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the inform system 1. Reference medwatch with patient identifier (B)(4) for the inform system 2.